Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient family member reported that 4 or 5 cleo's have fallen off. The family member attempted to keep area dry but cleo still detached from patient. No adverse event was reported. See related MFR: 2183502-2016-01511, 2183502-2016-01512, 2183502-2016-01513 and 2183502-2016-01514.